Event description:
The customer reported the fluoroscopic image was made up of static and noise effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.